Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) had unspecified over-sensing episodes causing pacing inhibition of 3-4 beats, resulting in a minor arrhythmia. No changes were made. The patient left in stable condition.